Event description:
A surgeon reports that a pt has developed a severely constricted capsulorhexis several months after intraocular lens (iol) implant surgery. The capsulorhexis is off-center and the pt has experienced loss of vision. The association between this event and the iol is not known. Additional info has been requested.